Manufacturer narrative:
(B)(4).

Event description:
The patient stated a night prior to this call her therapy didn't work because she had return of symptoms. The patient did not make it to the bathroom. The patient stated her patient programmer (pp) would not work for her when she tried to connect. The patient was instructed how to properly use pp to connect with implantable neurostimulator (ins) and communication was successful. The patient was not feeling stimulation while therapy was off. Therapy was turned on and the situation was resolved. The patient was on 1.7v and wanted to turn it down to 1.6v. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.